Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7070-100, lot number unknown, (B)(4). 2nd (middle): ifuse implant, p/n 7040-100, lot number unknown, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-100, lot number unknown, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient claims not to have had pain relief following the initial left side procedure. The patient had a previous contralateral, right side, si joint arthrodesis procedure that is doing well. A different surgeon thought that the implants may be loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implants. Although the surgeon suspected implant loosening, the removal process required the use of chisels to remove the implants. He replaced the explants with larger ifuse implants in the cranial and caudal positions. The patient is "comfortable" following the revision procedure.